Event description:
It was reported to boston scientific that during the endoscopic retrograde cholangiopancreatography procedure (ercp), the needle knife came out of the distal end of the catheter and bent backwards. The doctor was not able to retract the needle into the sheath. He pulled the needle knife out of the scope. The scope was leak tested and there was no damage to the scope. Patient was reported to be fine. The case was completed with another of the same device.